Event description:
A nurse at the user facility reports that an intraocular lens (iol) became stuck in the cartridge of the iol delivery system. The incision was enlarged to accomodate removal of the lens.

Event description:
The nurse provided additional info stating the outcome was satisfactory. The incision was only slightly enlarged and the procedure was lengthened by only five minutes.